Event description:
It was reported that an ilet user experienced interrupted insulin delivery due to recurring infusion occlusion alerts, with dosing stopped overnight and again later the same day; the user dismissed the alert, resumed insulin, detached and primed the tubing, and then performed a full supply change. Symptoms included hyperglycemia with a reported blood glucose of 194 mg/dl. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of device-reported dosing data and troubleshooting education with the user. Investigation of this case revealed interrupted insulin delivery consistent with an occlusion and resolution steps that included tubing priming and a subsequent supply change. It was concluded that the event involved hyperglycemia associated with an occlusion, with the specific root cause remaining unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.